Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Results of investigation: carefusion service technician was able to verify customer complaint that stated "pigtail is burnt". Visual inspection revealed ventilator side palm top ventilator revel pigtail assembly has burns on pin 1 of the ac connector. Internal inspection revealed no sign of burns or abnormalities. The service technician replaced pigtail assembly to resolve the issue.

Event description:
The customer reported model palmtop ventilator revel pigtail is burnt. Upon further investigation, the customer stated there was no patient involvement or allegation of patient harm.